Manufacturer narrative:
(B)(4)- "failed priming fluid path blocked. Horn and hypodermic needle joint is slightly blocked. Appears brazing material is partially blocking hole. Restricts flow." Complaint closed; as of this date, there are (B)(4) documented complaints, the complaint rate is (B)(4). Date: (B)(4) 2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot 19812-03 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 10 units that stopped working and 8 units would not prime. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
Pre-procedure/priming - handpiece would not prime.